Manufacturer narrative:
This foreign report is being submitted on (B)(4) for a device product that is considered same/similar to a us marketed device (reach total care plus whitening toothbrush medium). This closes out this report unless additional follow up information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from an elderly consumer (age and gender unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for general oral hygiene (route dental, lot number 07750m8, frequency and expiration date unspecified). After about two weeks use, while brushing the toothbrush broke at the handle above the thumb grip hole in mouth. The consumer stated that the device did not break in two pieces as the latex present after the thumb hole was holding it. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in united states. The additional information received on (B)(6) 2013. The lot number was changed from 07750m8 to 11011sg. This report remains reportable malfunction case in united states.

Manufacturer narrative:
This foreign report is being submitted on (B)(4) 2013 for a device product that is considered same/similar to a us marketed device (reach total care plus whitening toothbrush medium). This closes out this report unless additional follow up information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from an elderly consumer (age and gender unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for general oral hygiene (route dental, lot number 07750m8, frequency and expiration date unspecified). After about two weeks use, while brushing the toothbrush broke at the handle above the thumb grip hole in mouth. The consumer stated that the device did not break in two pieces as the latex present after the thumb hole was holding it. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in united states. The additional information received on (B)(6) 2013. The lot number was changed from 07750m8 to 11011sg. This report remains reportable malfunction case in united states. Additional information received on (B)(6) 2013. The complaint sample was received on (B)(6) 2013. The returned for evaluation was the packaging for reach total care plus whitening toothbrush. The packaging contained one reach total care plus whitening toothbrush lot 11011sg. The toothbrush was white and green. The toothbrush was broken in half just below the thumb placement and the two pieces were held together by the rubber gripping on the handle. The complaint sample lot number was not confirmed as a valid lot number for the reported product. Family trend analysis was conducted for this complaint and review of the complaint data associated with the complaint with use did not identify an adverse trend for this lot and product family. A review of the batch records and retain sample did not indicate any issues during manufacturing. The basic handle material was changed and this change was validated and released (B)(4) 2012. An investigation by the product manufacturer has not identified any issues which would have contributed to this complaint issue. The root cause for the complaint was undetermined. All product batches met in-process and final release specifications prior to distribution. This report remains reportable malfunction case in united states.

Manufacturer narrative:
This foreign report is being submitted on (B)(4) for a device product that is considered same/similar to a us marketed device (reach total care plus whitening toothbrush medium). This closes out this report unless additional follow up information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from an elderly consumer (age and gender unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for general oral hygiene (route dental, lot number 07750m8, frequency and expiration date unspecified). After about two weeks use, while brushing the toothbrush broke at the handle above the thumb grip hole in mouth. The consumer stated that the device did not break in two pieces as the latex present after the thumb hole was holding it. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in united states.